Manufacturer narrative:
It was reported that approximately 1mm of the precise pro rx stent deployed prior to entering the body. The device was prepped accordingly. There was no patient injury. There is no further information regarding the handling or prepping of the device prior to noting the premature deployment. One non sterile unit of precise pro 7x20 mm was received coiled in a plastic bag. The hemovalve was closed. The stent was partially deployed about 4 mm; the first row of struts is caught at brite tip. Outer sheath was kinked at 1.5 cm from ID band. No other discrepancies were found. The usable length of the stent delivery system was measured and it was found to be within specification. The catheter was flushed and deployed per procedure with no discrepancies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Controls exist in the manufacturing process to prevent this type of failure and inspections in place to detect it as well. The reported premature deployment of the stent was confirmed. The cause could not be conclusively determined; however, it does not appear to be manufacturing related. The cause of the kink condition found during the visual analysis of the returned device could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the analysis indicates any relationship of the reported event to the manufacturing process. Based on the lack of information pertaining to the event, no conclusion can be made regarding possible contributing factors. Therefore, no corrective / preventive actions will be taken at this time.

Event description:
The report received from the sales rep states that the precise pro rx us carotid syst stent deployed at the tip before entering the body. The device was prepped accordingly. There was no patient injury reported.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.